Manufacturer narrative:
H3: pending investigation. D10: 1832447 204-04-23 tibial tray trapezoid, cemented 1733434 234-03-02 asymetric femoral posterior stabilized, cemented sz 2 right 1888191 200-02-29 3 peg patella, cemented 29mm h7: z-0019-2022

Event description:
As reported, the patient had an initial right tka on (B)(6) 2010. The patient was revised on (B)(6) 2023 due to poly wear and delamination. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear of the tibial insert and patella component over 13 years of implantation. Joint instability may have contributed to the wear observed in the images provided. However, this cannot be confirmed because the components were not returned for evaluation. Section h11: the following sections have corrected information: (h6) component code: 734 bearings.